Manufacturer narrative:
No devices or photos were received. These devices remain implanted; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided. The reported (B)(4) design controlled devices are used for treatment.

Event description:
It is reported that during surgery the modular neck would not disassociate from the stem.